Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified shunt. A 6.0x40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed without issue and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.